Manufacturer narrative:
Concomitant medical product: 5086mri lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing ventricular activity during an ablation case. The lead was temporarily reprogrammed. As the ablation was successful, no permanent reprogramming was necessary. The lead remains in use. No patient complications have been reported as a result of this event.